Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, following the valve deployment, the physician attempted to remove the non-medtronic guidewire from the delivery catheter system (dcs), but encountered difficulty as it became lodged inside. Multiple attempts were made to remove the guidewire, but the physician was unable to successfully withdraw the wire. A significant delay in the procedure was reported due to the physician encountering the difficulty removing the dcs from the patient's body without dislodging the guidewire. It was confirmed that the dcs was withdrawn from the body along the stiff wire. Since the guidewire was not removed, the physician was unable to use the closure device and they had no access to the puncture hole. Consequently, the bleeding was managed by applying manual pressure to the wound. A post dilation was considered due to mild to moderate paravalvular leak (pvl). However, the physician decided to end the procedure without the post dilation to avoid potential complications. It was noted that if a post dilation had been performed, a new puncture would have needed to be created and a repeat of the entire procedure performed. It was noted that the valve was successfully implanted. The patient was discharged following the valve implant operation and was reported to be doing well. No additional adverse patient effects were reported.